Manufacturer narrative:
Devices remains implanted.

Event description:
It was reported that during intra-operative placement of a tritanium pl cage, the cage fell anterior to the vertebral body. The surgeon then attempted to remove the cage from behind but could not. The surgery was completed by leaving the cage in place. Revision surgery is not planned at this time but the possibly will be revisited in the future.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned because it remains implanted in the patient. Device and complaint history were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. It was reported that the tritanium pl cage was inserted from the left side but fell anterior to the vertebral body. The surgeon tried to remove the cage from behind, but it couldn't be removed. The patient's condition was reported to not be bad, and the plif was completed without removing the cage. After extubation, this was confirmed by CT and it was judged that there was no need for emergency re-operation. No revision surgery has been reported. As no further information about the case was provided, a definite cause cannot be determined. Possible causes include excessive tamping during insertion, improper sizing/trialing/distraction, and/or poor bone quality. If further information is provided in the future, this investigation will be reopened and updated accordingly.

Event description:
It was reported that during intra-operative placement of a tritanium pl cage, the cage fell anterior to the vertebral body. The surgeon then attempted to remove the cage from behind but could not. The surgery was completed by leaving the cage in place. Revision surgery is not planned at this time but the possibly will be revisited in the future.